Manufacturer narrative:
B3. Date of event is unknown. The date received by manufacturer has been used for this field. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during collection with the bd vacutainer® sst¿ blood collection tubes, there were 30 occurrences of cap plug rupture. There was no reported impact to patients or users.

Event description:
It was reported that during collection with the bd vacutainer® sst¿ blood collection tubes, there were 30 occurrences of cap plug rupture. There was no reported impact to patients or users.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but 1 photo was provided for investigation. The photos were reviewed and the indicated failure mode for stopper damage was observed. Additionally, 30 retention samples from bd inventory were evaluated by visual examination and the issue of stopper damage was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode stopper damage. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.